Manufacturer narrative:
Weight: unknown. Ethnicity: unknown. Race: unknown. Date of event: unknown. Expiration date: unknown. Implant date: unknown. Explant date: unknown. Date rec¿d by MFR: this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date : unknown. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens, into the patients right eye (od). The lens was reported as having rotated. The lens remained implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
B5 - "the lens was reported as having rotated" should be corrected to "the lens was reported as too small." H6: medical device problem code: 1583. Claim #: (B)(4).